Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the package/daisy wheel, the doctor observed a white powdery substance on the optic. Therefore, the doctor did not use it. There was no patient involvement. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/29/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed particles on the lens optic. The complaint reported as particles/debris was verified and it was confirmed that a zcboov in various steps could have exposure to this type of material. Ftir analysis: the reported foreign material was submitted for composition identification through ftir (fourier transform infrared spectroscopy). Ftir analysis indicates that the foreign is consistent with a cellulosic material (e.g. Cotton, rayon, lint, paper, wood, cardboard). Even though the lens was received out of the pouches/open, the complaint reported was verified and it was confirmed. Potential and indirect exposure to cellulose is possible; however, the manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the iol that may be undetected by our control process. Therefore, the source of the debris/foreign material could not be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.